Event description:
It was reported that the system displayed a filament regulator error during an aortic endograft. The error appeared several times, each timer the x-ray tech was able to clear the error by pressing the alarm reset button. The system was used to complete the case. No pt injury.